Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reported the infusion headsets have leaked insulin for the past 2 months. Insulin leaks out of the same hole the insertion needle was removed from, and this occurs immediately after insertion. The headsets are inserted with the insertion device. His blood glucose has elevated as a result, and it decreases when the infusion set is changed. The infusion sets were replaced and requested for evaluation. Three attempts were made to gather additional information, and these were not successful.